Manufacturer narrative:
D10 concomitant product: trieea28xt, cir stplr trieea28xt blk exthk, (lot # p6d1124). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the surgeon used eight 44 mm reloads to perform the distal transection in a laparoscopic low anterior resection (lar). The orange band in the center was not clearly visible despite the guidance provided. The surgeon used an anvil grasper to mate the two components and bent the flanges of two circular stapler anvils because they did not have a good angle to align the center rod with the anvil. The user then tried to force it into place, which bent the flange. Another stapler from a different brand was used to complete the case. The surgical time was extended by an hour due to the device issue.